Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. This report filed on 09/11/2006.

Event description:
A retrospective review of file was performed on 08/17/2006. Initial assessment did not determine event details to be reportable as no impact to pt was reported. During review, determination was made that details provided meet reporting requirements of a device malfunction. It was reported that pt underwent shoulder procedure utilizing ti-screw anchor in 2005. Screw anchor reportedly broke at the eyelet severing subsequent to fully seating anchor in the humeral head.